Event description:
A malfunction was reported on the customer's pump, with malfunction code 12 displayed. There was no adverse impact to the customer's blood glucose level. The customer reported multiple occurrences of the same malfunction, and tandem technical support decided to replace the pump. The customer will receive a pump with updated software, was instructed on returning the old pump, and acknowledged understanding of the necessary steps to receive and use the replacement pump. Additionally, no backup insulin therapy was available, and the customer was advised to contact their healthcare provider.